Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Final analysis found battery depletion was abnormal based on the device usage. Electrical testing revealed high current drain from the hybrid. An anomalous hybrid was found to be the root cause of the high current drain and premature battery depletion.

Event description:
Additional information received notes that the implantable cardioverter defibrillator was explanted and replaced. The patient condition was stable.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited premature battery depletion. No intervention was performed. The patient was stable.